Event description:
It was reported that post bilateral lens implant, the lenses vaulted (z-syndrome) due to capsular contraction. The lens implanted in the pt's left was removed and replaced with another model lens approximately 14 weeks post implant. The surgeon indicated the likely cause of the event was "aggressive capsular fibrosis". Pt's current status was reported as "good post iol exchange ou". This report pertains to the pt's left eye. Reference MDR# 1313525-2015-00736 for the lens implanted in the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.